Event description:
The (B)(6) male underwent a total left hip arthroplasty under dr (B)(6) at (B)(6) hospital. A stryker rejuvenate modular stem and neck device was implanted. On 06/28/2012, stryker issues a voluntary recall of the stryker rejuvenate modular stem and neck.